Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non-specific product problem. It was successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non-specific product problem. It was successfully replaced with a new device. No additional adverse patient effects were reported. Information was later received that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and premature battery depletion was suspected. This was the reason for the device replacement. This device has been returned and analysis is expected.

Manufacturer narrative:
This report includes a correction to h3:device evaluated by manufacturer as well as additional information received from the field regarding the allegations against this device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non-specific product problem. It was successfully replaced with a new device. No additional adverse patient effects were reported. Information was later received that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and premature battery depletion was suspected. This was the reason for the device replacement. This device has been returned and analysis is expected.